Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported by the patient that 2 infusion set tubing got detached from the connector within 24 hours of use. Event were occured on 07-may-2024 and 23-may-2024. Blood glucose at the time issue was noticed as 13mmol. Patient replaced infusion set and resumed insulin successfully. No further information was available.